Manufacturer narrative:
The 7d surgical pedicle probe (lumbar) has not been returned for evaluation. Events logs were requested but have not been provided. Quality compliance will continue to monitor for similar complaints as part of routine post-market surveillance.

Event description:
On 30 jul 2025, orthofix was made aware of the following event during navigation using 7d surgical flash imaging. Per the reporter, the surgeon navigated the right t10 and right t9 screws using the 7d surgical pedicle probe (lumbar). The surgeon complained of the probes inaccuracy and switched to another probe to complete the remaining screw navigation. After all screws were implanted, an x-ray was taken, revealing that the t10 and t9 screws were incorrectly positioned. The two screws were revised, resulting in a 45 min surgical delay. No patient injury was reported.

Manufacturer narrative:
The 11-0013 7d surgical pedicle probe (lumbar) was received and evaluated by engineering. Tool verification and accuracy evaluations were successfully performed. The instrument was accurate under navigation. The root cause could not be determined; however, the following could have contributed to probe inaccuracy: 1. Degraded marker spheres 2. Levering of the probe while cannulating the hole 3. Unknown environmental factors (such as ir interference).